Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the collet in the reported problem area of the pipette assembly was stuck. The tip clamp, plunger clamp and the tip clamp sleeve were replaced. The instrument was inspected, tested without further problem, and returned to svc.